Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a dark red skin irritation under the left breast, an open skin tear on their right side from the garment and indents on their back from the vibration box. The patient's nurse placed a bandage on the skin irritation. Follow up indicated that the skin irritation improved.